Manufacturer narrative:
Add'l info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Pt implanted with prodisc-c at c5-c6 on (B)(6) 2009. Follow up x-rays were taken (B)(6) 2010. Implant noted to have loosened from the inferior endplate. Pdc was explanted and pt revised to fusion.